Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducibly elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016. The access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was transferred to another hospital where another sample was drawn and analyzed with an unknown method for troponin yielding a 'negative' result. There was no report of additional change to treatment in conjunction with this event. On (B)(6) 2016, the customer reanalyzed the initial patient's sample one (1) additional time on the same laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) and obtained an equivocal elevated result above the assay's normal reference range. Additionally, the customer analyzed another sample collection tube designated as sample two (2), drawn on (B)(6) 2016, on the access 2 immunoassay access clinical system (serial number (B)(4)) and obtained equivocal reproducible elevated access accutni+3 results. This same specimen or sample two (2) was reanalyzed on an istat (abbott) and yielded a negative troponin I result. Calibration, quality controls (qc), system checks, and precision study were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a lithium heparin green top tube and was centrifuged for three (3) minutes at room temperature. No issues with sample integrity were reported by the customer.